Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lung resection procedure, while the lung fissure was being detached, there was no issue with installation of the device, but when attempting to fire the handle could not be squeezed and it did not fire. It was reported that small amount of staples still came out in the proximal end and have poor staple formation. Both handle and reload were used to resolve the issue and complete the procedure. There was no patient injury.